Event description:
It was recommended that the controller be changed out, but the doctor did not want to risk a pump stop when changing the controller, so no exchange was done and the controller is still in use.

Manufacturer narrative:
The reported event of a light coming from the corner of the controller's display was confirmed via the submitted photograph. The submitted photograph showed a white light around the top left corner and bottom left corner of the controller¿s lcd screen. The white light did not prevent information from being displayed or read from the display. No other physical anomalies were observed. No testing or further visual inspection could be performed as the system controller was not returned for analysis. The submitted log file contained approximately 6 days of data (B)(6) 2021 per the timestamp). No notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. It was reported that the controller was not exchanged and therefore will not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 05jan2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump exchange is reported in MFR report #2916596-2021-02155. This event took place in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange from a heartmate 3 to a heartmate 3 due to infection on (B)(6) 2021. It was reported that a light was leaking from a corner of the controller's display. The controller was fine in self-testing but the facility's medical engineer would like to see if the system is normal. A log file review was requested. There were no unusual events seen within the log files. The mcs equipment is working as expected. It was recommended to exchange the controller due to the seal around the corner of the screen emitting light could be an issue if liquid were to be spilled on it.

Manufacturer narrative:
Section a1 and date of birth: patient privacy laws in the event country prohibit the release of private patient information without patient consent. The patient's initials and date of birth should have been remove from the previous report. Correction to section h6. No further information provided. The manufacturer is closing the file on this event.